Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. While on a pt, the mean airway pressure (map) was fluctuating. The pt was not compromised.